Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that there was an axiem communication failure. The axiem emitter and the emitter cable was replaced. The system then passed the system checkout and was found to be fully functional. Analysis on the returned axiem emitter resulted in no failure being found. The system remained in green status throughout all testing. As well, this field generator was connected to the returned axiem for this complaint and the reported problem could not be duplicated. Analysis on the returned axiem system resulted in no failure being found. Axiem system was connected with the field generator for this complaint and the reported problem could not be replicated.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system console had an axiem box that was displaying an error code 8. They re-seated the connection to the box, isolation transformer and to the computer with no resolution. The site said that they had no chirping from the emitter during troubleshooting. No patient was present at the time of the event.